Manufacturer narrative:
Based on the available information there is no indication of any device malfunctions or performance issues, as it was reported that there are clinical factors that contributed to the reported death that include anticoagulant therapy, procedural factors, clinical condition, and related comorbidities.  Investigations of complaints with similar circumstances were reviewed and events of these types are multifactorial and may be associated with poor outcomes. In many cases patients exhibit symptoms of severe multi organ failure prior to death; it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains with patient.

Event description:
It was reported that a clinical study patient was admitted on (B)(6) 2015 with a bleeding episode. The patient's inr as 3.0 and they were taking warfarin and aspirin at the time of the event.  The patient was given 2 units prbcs. During this same admission, the patient also had a sustained ventricular arrhythmia that required defibrillation or cardioversion.  He subsequently developed respiratory dysfunction required intubation and suffered an anoxic brain injury and cardiac arrest related to v-fib.  The patient expired on (B)(6) 2015. The device was reported to be functioning normally and there was no port-mortem explant.  The primary cause of death was anoxic brain injury and cardiac arrest.